Event description:
Additional information received on 19-mar-2019 via medwatch, report number mw (B)(4), stated, "patient required intubation. Prior to intubation, cuff leak test performed by rt and provider. Balloon appeared to be in good working condition. (B) (6) breath sounds and good color change with etc02 monitoring. Successfully intubated with a #8.0 ett within 10-20 breaths via bvm noted large air leak due to balloon cuff losing volume. Attempted to inflate again with no success. Ett removed and replaced by anesthesia provider. Reported as moderate event and moderate intervention of care.

Manufacturer narrative:
All information reasonably known as of 15-apr-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury. Attachment: [(B)(4).pdf].

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, aa8177v01, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 15-mar-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the cuffs deflated while in the patient. No additional information provided in regards to the patient injury and treatment. Additional information received 26-feb-2019 it was noted that while there was no patient injury, there was difficulty with intubation. The respiratory therapist reported that cuff was pre-intubation tested regarding cuff integrity, but still exhibited deflation after intubation. The patient required additional sedation. Additional information received 07-mar-2019 stated the device failed and anesthesia was notified. No additional was provided. Additional information received 08-mar-2019 state the patient was intubated one time with an 8.0mm endotracheal tube. The event was an emergent situation, once the leak was identified, anesthesia was called to reintubated the patient. No additional information a provided.